Manufacturer narrative:
Correction: patient weight was inadvertently left off of the initial MDR and now provided. The weight is approximate. Additional information: a medtronic representative went to the site to test the equipment due to an issue being found that the orientation from the imaging system to the navigation system was inverted. Right side was showing on the left side. The medtronic representative then tried to recreate the fault but could not recreate the issue. Did 5 spins with the imaging system and transfers were all in the correct orientation. No further action was taken. The navigation system passed the system checkout and was found to be fully functional. Upon follow-up with the medtronic representative, technical services (ts) emailed confirming he tried pushing the same exam to the same navigation system that was used but was unable to replicate the issue. The medtronic representative then also confirmed and reported that he pushed it from the same imaging system to the navigation system and could not find an issue with the navigation system. Also, tried with a demo spine model too and the orientation was correct. The navigation software investigation found that a probable cause was unable to be determined since the reported issue could not be replicated during the navigation system checkout. The imaging software investigation found that the images were shown in correct orientation.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A site radiologic technologist (rt) reported that, while transfering an image from the imaging system to the navigation system, the image appeared to be inverted. The images could be manipulated by the user to their proper orientation. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.